Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self test alarm. The customer reported that the insulin pump kept failing self test. The customer's blood glucose was 111 mg/dl at the time of incident. The customer performed self test during the call and the insulin pump failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave an alarm and was unable to upload due to a faulty component on the radio frequency board. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.